Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The customer was performing the planned treatment procedure and the procedure was completed as planned. The philips remote service engineer (rse) performed the functional analysis and found that ippc hard disk post failed and os was not getting loaded. The philips field service engineer (fse) inspected the system onsite. Fse performed the log file review and confirmed the ippc malfunction. To resolve the issue, the fse replaced ippc hard disk, reloaded os and the application software. After the hard disk replacement and reloading the application software, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system gave an error of x-ray not possible. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image processing computer (ippc). The fse replaced the ippc and returned the system to use in good working order.